Manufacturer narrative:
The device was manufactured between august 23, 2018 - august 26, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port near the spike port. The leak was discovered after filling in the pharmacy. There was no patient involvement. No additional information is available.